Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual test and functional test performed. Immediately after turning on the power, it did not initialize, the temperature display was inconsistent, and no air was blown. The customer's complaint was confirmed. The root cause was the broken sensor cable inside the hose. The hose was replaced to correct the issue. Eq-5000 device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not heating up. There was no patient involvement/harm/adverse event reported.